Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported difficulty deploying the plunger could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D10, h3: device not returning.

Manufacturer narrative:
The additional proglide device is filed under a separate medwatch report number. Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a procedure. Reportedly, the proglide plunger could not be depressed. Another proglide device was used with the same results. The method of achieving hemostasis is unspecified. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.